Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel flickering occurred due to a turret motor failure and a high brightness motor failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro xenon light source had a front panel light abnormality. The issue was found during a unknown therapeutic procedure when light guide was inserted and the panel lights were flashing. The device was inspected prior to use. The procedure was completed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Front panel flashes due to turret motor failure and high brightness motor failure. High brightness does not work due to wear of the detection lever. High intensity mode was not working due to switch failure and wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.